Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience of the scissors snagging during cutting could not be replicated or confirmed, as the event unit was able to cut thin and thick materials. Engineering observed a small burr on the cutting edge of the outside blade, but this did not affect the unit's ability to cut. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: tapp hernia repair. Detailed description of event: leider ist es aktuell so das dr. [Name] heute 3 scheren unterschiedlicher chargen am tisch hat anreichen lassen da die scheren seiner aussage nach beim schneiden haken. Also eher schnappen als schneiden. Dies ist in letzter zeit haufiger vorgekommen. Hast du einen losungsvorschlag fur uns? Translation ame: unfortunately dr. [Name] has asked for 3 scissors of different lots to be handed to him at the table today because, according to him, the scissors snag when cutting. So it pinches rather than cut. It happened more often lately. Do you have a solution for us? Additional information from cer form: dr. [Name] performed a tapp on april 2nd 2020 and noticed 2x cb030 (lot 1373535) 1x cb030 (lot 1374333) would rather clamp and snag than smoothly cut. This occurred while opening up the peritoneum. The contact person did not indicate a patient injury but stated these kinds of mechanical anomalies/malfunctions might lead to an injury of epigastric vessels. The contact person provided a short video clip showing the described malfunction. Patient status: "ok". Type of intervention: change of device.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: tapp hernia repair. Detailed description of event: unfortunately dr. [Name] has asked for 3 scissors of different lots to be handed to him at the table today because, according to him, the scissors snag when cutting. So it pinches rather than cut. It happened more often lately. Do you have a solution for us? Additional information from cer form: dr. [Name] (chief physician general surgery) performed a tapp on (B)(6) 2020 and noticed 2x cb030 (lot 1373535) 1x cb030 (lot 1374333) would rather clamp and snag than smoothly cut. This occurred while opening up the peritoneum. The contact person did not indicate a patient injury but stated these kinds of mechanical anomalies/malfunctions might lead to an injury of epigastric vessels. The contact person provided a short video clip showing the described malfunction. Patient status: "ok". Type of intervention: change of device.